Event description:
Customer reported that the insulin pump has a crack on the screen. Customer does not now how the damage occurred. Customer stated that the crack is on the upper left hand corner on the screen near the reservoir. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked display window, and minor scratches on the display window.